Manufacturer narrative:
The company representative observed that the temperature sensor icon on pneumatic screen flashing while the iabp was running. The company representative replaced the switch thermal close action air (p/n 0263-00-0003). The representative completed a full calibration and functional and safety checks to factory specification. The unit functioned normally and was returned to the customer. The device history record (DHR) for the iabp has been reviewed. There are no non-conformances noted in the DHR related to the reported event. The switch thermal close action air is being requested for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp stopped pumping and generated a maintenance alarm code 4, (compressor over-temperature condition). The patient was switched to another iabp and therapy was continued. No patient injury was reported.